Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 300-400 (mg/dl) with moderate to high levels of ketones for the past 2 days. Reportedly, the customer believes the suspected cause to be due to not compensating for the fatty foods consumed. The customer delivered boluses to address blood glucose levels. Recommendation was made to discuss diabetes management with health care provider.